Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump was monitored and no blank display anomalies were noted. The insulin pump passed self test, unexpected restart error test, rewind, basic occlusion test and displacement test. No noise anomaly, watchdog alarms, external ram error alarms or unexpected restart alarms noted. However, analysis was unable to prime insulin pump during prime test due to faulty force sensor resistor. The insulin pump was received with all buttons responding properly. The keypad traces and keypad connector was inspected and no anomalies noted. The insulin pump was received with cracked case at display window corners and minor scratches on lcd window.

Event description:
The customer reported via phone call that they received watchdog timeout alarm, unexpected restart alarm and external ram error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The insulin pump was returned for analysis.